Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion as the longevity percentage was down from twelve percent to three percent as per current checked in a span of four months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The increase in consumption is not yet significant enough to trigger a battery depletion alert, but this gradual increase in battery consumption has caused the lifespan display to fluctuate significantly over the expected period. Device replacement was recommended. Additional information confirmed that this s-ICD was depleting prematurely, should be replaced and returned for detailed analysis. Another battery assessment will be requested if this s-ICD is not replaced within the replacement window. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion as the longevity percentage was down from twelve percent to three percent as per current checked in a span of four months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The increase in consumption is not yet significant enough to trigger a battery depletion alert, but this gradual increase in battery consumption has caused the lifespan display to fluctuate significantly over the expected period. Device replacement was recommended. Additional information confirmed that this s-ICD was depleting prematurely, should be replaced and returned for detailed analysis. Another battery assessment will be requested if this s-ICD is not replaced within the replacement window. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion as the longevity percentage was down from twelve percent to three percent as per current checked in a span of four months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The increase in consumption is not yet significant enough to trigger a battery depletion alert, but this gradual increase in battery consumption has caused the lifespan display to fluctuate significantly over the expected period. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported.